Event description:
It was reported to medtronic minimed that the customer experienced damage to the display of the insulin pump. The pump did not turn on after the device was dropped. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a cracked retainer ring, missing segments/partial display, flashing white display and a constant beeping sound. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to frozen display. Unable to download history files and traces using thump and carelink due to flashing white display. Pump was cut open to perform visual inspection and found a cracked lcd glass and bleeding (lcd screen). The sc1 cap locks properly into the reservoir compartment, however, a cracked retainer ring was noted during observation. The following were noted during visual inspection: cracked glass (lcd screen), bleeding (lcd screen), scratched case, cracked reservoir tube lip, stained keypad overlay, pillowing keypad overlay, and cracked retainer. Flashing white display was confirmed during analysis due to moisture damage on the [battery tube, pcba 1 and pcba 2, problem was isolated to electronic stack]. Audio anomaly was confirmed due to [moisture damage pcba 1/, problem isolated to electronic stack]. Pump failed to download history files and traces due to flashing white display. Missing segments/partial display was confirmed due to cracked lcd glass. Blank display was not confirmed. Cosmetic damage was confirmed at the display window screen. Cracked retainer ring damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.